Event description:
It was reported that the patient presented to the emergency room with presyncope and pauses in rhythm. The right ventricular lead exhibited noise with inhibition. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.